Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) contacted an isi technical support engineer (tse) from offsite and reported that the surgeon was having non-intuitive motion. The tse reviewed the logs and found no associated faults. The tse advised the customer into reseating and adjusting the scope positioning. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse followed up with the isi clinical territory associate (cta) who reported the issue. The cta stated that she was not on site but sent the customer troubleshooting steps to resolve the issue and the customer stated the issue resolved. Fse requested to know what the fix was, and she stated that she did not know but she suggested checking the scope orientation, adjusting the positioning and reseating the camera. No site visit was required.

Manufacturer narrative:
The probable root cause is attributed to user-induced factors related to the endoscope orientation or positioning.

Event description:
Refer to h11 for follow-up information.